Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
Risk manager at the hospital, reported that the device fractured and the pt underwent for an unanticipated revision surgery.